Manufacturer narrative:
(B)(6). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an extension set with one-link connector would not flow. The patient was connected to unspecified IV fluids and would not flow. The IV was discontinued and another one was restarted. There was no patient injury or medical intervention associated with this event. No additional information is available.